Event description:
This claim was submitted by carefusion tech support (B)(4). The customer claims this unit is alarming vent inop, motor fault.

Manufacturer narrative:
(B)(4). Carefusion issued a return goods authorization (rga) number for the return. (Pn: 16349a, sn: (B)(4)) and a new main pcb (pn: 53420a, sn: (B)(4)). As of the 12/23/2014 the alleged part number has not been received. Should the part be received and evaluated, a follow-up medwatch report will be submitted.